Event description:
The customer stated a cell-dyn sapphire analyzer appeared to have swapped results between two patient samples run in closed mode. The results were reported to the medical provider. The error was discovered when the laboratory lis generated a delta check error. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire racks, ln 8h06-02, spinner cone, ln 8932175501, barcode reader, scanner, ln 8934074502. A follow-up report will be submitted when the investigation is complete. H3 other text : an investigation is in process